Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient felt a burning sensation in their leg. The patient also reported that they believed they were getting an infection. On (B)(6) 2018 the patient reported that their device would turn off on its own from time to time. The patient stated that when they woke up the morning of the report the device was off, and the stimulation was set to 0.0. The patient checked the battery life and they were all half full or above. It was noted that the trial began on (B)(6) 2018. No further complications were reported.